Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent hernia repair with composix kugel. On (B)(6) 2011 - the patient underwent surgery to excise the composix kugel mesh. The mesh was removed to be adhered with foreign body requiring a bowel resection. Extensive adhesions were also noted. The attorney alleges the patient continues to experience abdominal pain and discomfort. The patient has suffered and will continue to suffer physical pain, harm and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney does not allege a specific device failure and no medical records have been provided. The attorney alleges the patient developed adhesions, which is a known adverse event listed in the IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. Without additional information, no further conclusion can be drawn.